Event description:
This report summarizes one malfunction. A review of the event indicated that model drencor biopsy instrument experienced unintended movement. This report was received from one source. The device was used in the patient. There was no reported patient injury.